Manufacturer narrative:
Previously reported statement: " UDI number is unavailable due to manufacturing date before (B)(6) 2014" was incorrect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI number is unavailable due to manufacturing date before 9/23/2014.

Event description:
It was reported that a patient presented with noise on ventricular lead via merlin.net transmission. The patient was brought in clinic and the noise was reproducible. Programming changes were made. The patient was asymptomatic before, during and after the ventricular lead evaluation. The patient will continue to be monitored remotely and follow-up in clinic.